Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced false air in line alarm. The problem occurred in the cancer center. There was no known patient injury or medical intervention associated with this event. No additional information is available.